Manufacturer narrative:
Note: although there was no malfunction or difficulties reported with the guidewire positioning or advancement in relation to the safari2 guidewire, this incident is being reported as a good faith effort due to the reported heart block, which required a pacemaker. Should additional information be received, a follow up medwatch report will be submitted.

Event description:
11mar2025-medical media review received from the distributor: media received: fluoroscopic procedural images initial aortography reveals a moderately calcified aortic valve. Bav was performed, with a pigtail maintained in the non-coronary sinus and contrast injection carried out while the balloon remained inflated. [Valve] deployment initiated in the appropriate position. Upon completion, the upper crown was observed above the left coronary ostium, but with no evidence of inadequate perfusion. Angioplasty of the left main coronary artery was performed using the chimney technique, apparently without complications. Procedure conclusion with the implantation of a micra pacemaker. Image analysis does not establish a cause-and-effect relationship with the reported adverse event [of coronary artery occlusion]. The case report states that after inserting the safari into the lv, complete heart block was observed, and the patient required a pacemaker. This is a known fact already documented in medical literature.

Event description:
Event description: the case was successful, but the patient needed a pm after we placed the safari wire. She went into av-block grade 3. Because her coronary was low, they wanted to check if lm had flow after implant. They were not sure if the valve was blocking the entrance, so they decided to do a chimney stenting. 3.5-12mm going out from the left main to the aorta. On the side of the upper crown the patient was stable and had no pain during the procedure, just the av-block. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Stenting of the lm and she got a pm what is the next course of action? No more action needed patient present at time of event? Yes, patient complications: other provide details for "other" patient complication: pacemaker and lm stenting in the physician's opinion, did the device or procedure cause or contribute to the patient complication? Unknown medical or surgical interventions: pacemaker patient admitted to hospital beyond the standard of care: yes, patient discharged from hospital? No patient outcome: expected to fully recover device acquired from a distributor? No. Additional information received 12feb2025: question: lot number and/or upn for the guidewire? Answer: not available question: are the operator's new users or are they experienced users? Answer: experienced the event description states "the case was successful, but the patient needed a pm after we placed the safari wire. She went into av-block grade 3. Because her coronary was low, they wanted to check if lm had flow after implant. They were not sure if the valve was blocking the entrance, so they decided to do a chimney stenting. 3.5-12mm going out from the left main to the aorta. On the side of the upper crown" question: just to clarify, the pacemaker was implanted immediately after inserting the wire and prior to the insertion/implant of the valve? Answer: the av block occurred as soon as the safari2 wire entered the left ventricle. It is the opinion of the physicians that the safari2 did not contribute to the av block. Question: was it determined via media if the valve was blocking the entrance, therefore requiring the chimney stenting? Answer: no, it was never confirmed if the deployed valve was blocking the left coronary question: was there any relationship between the safari2 guidewire and the chimney stenting? Answer: no. Question: has bsc's medical team reviewed the media? Please provide a summary of their findings once complete. Answer: investigation including review of media is in progress. Question: patient's current condition? Answer: patient was discharged (B)(6) 2025. Question: listing and model of all devices used during the procedure, include the model, brand name, sizes, etc. Answer: acurate prime valve size 23mm, acurate prime delivery system, balloon catheter, 14f isleeve introducer sheath. Question: listing of all medication administered during the procedure and prior to the av-block grade 3? Answer: unknown. Question: did the patient have a known history of heart conduction issues? Answer: unknown. Question: was bav performed over the guidewire and if so, where there any complications during that procedure? Answer: pre-dilatation was performed, no complications were reported question: was the wire constrained within a catheter when the heart block took place or was it unrestrained in the aorta? Answer: unknown. Question: did the end user monitor the wire position throughout the procedure for proper placement of the curve and distal tip? Answer: yes. Question: were there any difficulties positioning the wire in the ventricle? Answer: no difficulties were reported. Question: was there any resistance noted during advancing the safari2 guidewire? Answer: no resistance was reported. Question: did the end user advance the guidewire through the catheter under fluoroscopic guidance? Answer: unknown. Question: did the end user confirm the position of the guidewire to assure the guidewire placement and stability? Answer: yes. Question: was the wire position maintained while tracking or advancing a catheter or device over the wire? Answer: yes. Question: could you please verify if the wire is available for analysis and if yes, what is the projected date of return to lake region medical? Answer: device has been discarded at healthcare facility. Note: although there was no malfunction reported in relation to the safari2 guidewire, this incident is being reported as a good faith effort due to the reported heart block, which required a pacemaker.

Manufacturer narrative:
The device was discarded by the healthcare facility; therefore, no physical analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use warnings: · the wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned into the ventricle. · the curve of the safari2tm guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the device instructions for use: 1. Ensure a catheter is appropriately placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2 guidewire, from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2 guidewire, advance the j-straightener over the distal section of the safari2 wire to straighten the curve. 4. Insert the safari2 guidewire into the hub of the catheter with the aid of the j- straightener. 5. Carefully advance the distal tip of the safari2 guidewire into the lumen of the catheter. 6. Remove the safari2 guidewire j- straightener by withdrawing it over the length of the safari2 guidewire. 7. Advanced the safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B. The safari2 guidewire is pulled back completely into the catheter. C. The safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event. Additional surgical procedure is a known potential adverse event and is listed in the safari2 device instructions for use (IFU). The lot number for the device was reported as not available; therefore, section d4 could not be completed, including the UDI number. The sections left blank or unknown on this form could not be completed due to missing information. An attempt to gather further details to obtain the information was made. No additional information will be provided regarding this event. Should additional information be received, a follow up medwatch report will be submitted. Although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.